Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-08097 it was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Patient also experienced discomfort at the ipg site. In turn, surgical intervention took place wherein the existing lead and ipg were explanted and replaced restoring therapy.